Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 3 ½ days prior to contacting lfs. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported 1 ½ to 2 days prior to contacting lfs she developed symptoms of feeling shaky with blurred vision. The patient reported 2 days prior to contacting lfs, she had something more to eat or drink. It is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported on (B)(6) 2013 at 3:45 pm she was advised from a health care professional to "get meter fixed" and she was given a prescription for antibiotics. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When a new test strip was inserted, the meter would not turn on. When the patient pressed the power button, the meter did not turn on. The cca determined the meter battery needed to be replaced however the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of an acute complication of diabetes.